Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11296. It was reported the physician had difficulty inserting the lead into the extension during the procedure. The physician elected to tie up the lead and the extension using a cotton thread. This addressed the issue.